Event description:
It was reported that the 8mm fenestrated bipolar forceps instrument had exposed wires at the tip's end. It was identified out of box. No further information was provided.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.